Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was deployed without issue. A second clip was positioned, however detached from the anterior leaflet post deployment resulting in a single leaflet device attachment (slda). The physician tried to implant a xt clip to stabilize the slda clip. The attempt lasted a long time and they finally decided to remove the clip from the anatomy as it was not possible to grasp the leaflets. It was noted that after the grasping attempts, a chordal rupture had occurred. The procedure was ended without any reduction in mr.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient condition. The cause of the reported difficult imaging was unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported delay to treatment/ therapy and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.